Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient was implanted on (B)(6) 2013 with a proximal femoral nail antirotation, patient received an x-ray on february 3, 2014 and nail was discovered to be broken which happened on an unknown date. Device was explanted on (B)(6) 2014; procedure was successfully completed with not delays. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the nail broke through the proximal oval hole for the accommodation of the blade in the area of the fracture zone. The investigations included to inspect the manufacturer documents, technical drawings and the raw-material inspection sheet of the supplier. The fracture surfaces of the implant were investigated by scanning electron microscopy (sem). The gold anodized nail is made of (B)(4). The examination of the manufacturing documents of the producer and the raw-material inspection sheet of the supplier showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the nail is in compliance with the international standards iso 5832-11 and astm f1295 for implants made of ti6al7nb. The dimensions of the investigated nail (as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. Weakly visible macroscopic lines of rest are documented and are a sign for a fatigue failure. When examining the proximal fracture surfaces of the nail using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the lateral side of the nail and ran into the material. After breaking, the two fragments rubbed against each other causing further destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over a larger amount of the fracture surfaces. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surfaces also showed subsidiary cracks and dimples. The area with dimples corresponds to the residual forced fracture zone. Sem observations and findings showed that the nail failure was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the nail was subjected to moderate dynamic bending loads (one sided). Constantly alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the nail. The nail could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient (and instability of the fracture situation) may have played a certain role, too. We found no evidence of material or manufacturing defects. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.